Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter. During the mapping phase, the patient suffered a pericardial effusion as a result of a suspected perforation in the apex of the heart. The caller stated that no radio frequency therapy had been delivered. While mapping the right ventricular outflow tract - (rvot) a significant decrease in blood pressure was noted. The patient¿s blood pressure dropped from 120 systolic to about 60 systolic, and reached a low of about 40 systolic. The patient complained of chest discomfort and back pain. A transthoracic echo was performed and a pericardial effusion was confirmed. A pericardiocentesis was performed and about 130 ml of fluid was removed. The physician stated that there was a suspected perforation at the apex of the heart because that is where all the fluid was accumulating. The patient was momentarily hemodynamically unstable until the pericardiocentesis was performed. The patient was administered 1.5l of fluids. The patient is stable at this time and will be admitted to the intensive care unit for overnight observation. The procedure was aborted. The drainage tube for the pericardiocentesis remained in place and was to be re-evaluated the following day. The patient required extended hospitalization. The device was visually inspected and it was found in good conditions. The magnetic was tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, the patient suffered a pericardial effusion as a result of a suspected perforation in the apex of the heart. The caller stated that no radio frequency therapy had been delivered. While mapping the right ventricular outflow tract - (rvot) a significant decrease in blood pressure was noted. The patient¿s blood pressure dropped from 120 systolic to about 60 systolic, and reached a low of about 40 systolic. The patient complained of chest discomfort and back pain. A transthoracic echo was performed and a pericardial effusion was confirmed. A pericardiocentesis was performed and about 130 ml of fluid was removed. The physician stated that there was a suspected perforation at the apex of the heart because that is where all the fluid was accumulating. The patient was momentarily hemodynamically unstable until the pericardiocentesis was performed. The patient was administered 1.5l of fluids. The patient is stable at this time and will be admitted to the intensive care unit for overnight observation. The procedure was aborted. The drainage tube for the pericardiocentesis remained in place and was to be re-evaluated the following day. The patient required extended hospitalization. The physician was unsure about the causality of the event. Transseptal was not performed. No ablation was performed and there was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.